Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump. The indications for use were non-malignant pain and bone. The reason for the report was indicated that the patient requested to know what would happen if the patient decided not to replace the pump. Concerns with withdrawal were reviewed and it was stated that the patient was familiar with going through withdrawals. It was related that the pump alarm did not work so the patient missed a refill. The patient went 14 days past the refill date and went through withdrawals. It was indicated that the alarm never worked like it was supposed to and that a healthcare professional (hcp) said that due to the concentration level of the medications in the pump it could cause the alarm to not work. It was noted that the alarm not sounding occurred about one and a half years ago from (B)(6) 2017 and that the patient had since moved and had a different hcp than the one involved with this event. It was noted that the patient might be getting the pump replaced but they were still making a decision. It was also reported that the patient¿s current hcp charged him for several visits in for procedures in the same day and that the patient¿s old hcp never did his and did the procedures in one appointment. It was stated that the staff at the hcp office was not trained like they were at the other office. It was indicated that it took a couple of hours to refill the pump and they had to stick him ¿half a dozen times¿ before they could find the port. It was noted that part of the reason the patient was considering explanting the pump was because he was restricted from traveling because finding a good hcp was so difficult. At the other office it only took them 10 minutes to do a refill and he never had any issues because the staff there knew what they were doing. The patient¿s current hcp also changed the refill appointments and would bring him back early when it suits their schedule. The last time they did that there was nine milliliters of drug left that was wasted because they brought him in early. It was stated it was all so they could bill m ore. The patient started going to the current hcp in (B)(6) 2016. Options for removing pump or titrating dose down to further assess how much the therapy was helping the patient were reviewed and physician listings were provided for a second opinion. Clarification regarding the difference between elective replacement indicator (eri) and end of service (eos) was requested. Specifications and how once eri sounded the pump would have 90 days to eos was reviewed. It was reported that the hcp was stating the eri should sound the end of (B)(6) on (B)(6) 2017. It was reviewed that would be in line with specifications if the patient was implanted in (B)(6) 2010. It was noted that the patient was able to get an appointment with one of the physicians previously provided in listings to discuss further if she would accept the patient. On 2017-mar-17, an hcp reported regarding what she stated as ¿mixed messages¿ from what the local manufacturer representative stated versus what technical services stated with regard to eri and eos timeframes. It was reported that mid - (B)(6) 2017 was the pump eri per the hcp. It was also reported that the patient was fluctuating back and forth from not receiving maximum benefit of the drug infusion system and a lot of other issues not related to the device/therapy. It was indicated that the patient did not believe he had a lot of benefit but maybe it was due to an increase in pain or tolerance, per the hcp. It was noted that the patient¿s last doctor lowered the intrathecal (it) dose and would not increase it, per the hcp. It was reported that (B)(6) 2017 was the scheduled date for the pump replacement but the patient wanted to hold off with replacing and the patient was wondering if he would want to even replace the pump, per the hcp. It was stated that another issue with the pump was the patient couldn¿t hear the pump alarm and the hcp did not think there had been an alarm test programmed for the patient¿s pump. It was also noted that an ¿annual pump evaluation¿ had not been done and it had been approximately six months since the patient was first seen at the clinic. It was noted that the drug in the pump was dilaudid [25 mg/ml] at a dose of 9.994 mg in flex mode. It was also reported that the patient¿s pump was implanted in the very low back/upper left buttock and that the patient was ¿padded¿ there. It was stated that the pump hit the patient at the belt line and bothered the patient and caused the patient discomfort. The hcp was not certain why the pump was implanted there and thought it had bothered the patient since it was implanted. There was no evidence of rubbing on the patient¿s skin, though, per the hcp. It was noted that it was very difficult/awkward to refill the pump so it was a challenge to refill it. The patient complained a lot about the refilling of the pump and that it was difficult starting six months ago, per the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.